Event description:
Two ethicon needles from a coated vicryl® (polyglactin 910) suture package broke off in site while suturing. The broken fragments were unable to be retrieved. Per policy, no x-ray was required due to size of suturing needle.